Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of reug1588 showed two other similar product complaint(s) from this lot number. (B)(4).

Event description:
The reported complaint: after three months from the implant, they found a hole near 3 cm from the exit site, inside the vein. Product removed and placed another one. No damages for the patient.